Event description:
While troubleshooting 15 v out of range errors from the coulter lh 780 hematology analyzer the field service engineer (fse) noticed a circuit board had shorted and was burnt. There was no smoke, sparks, arcing or flames reported by the customer. The fire department was not called and there was no death or injury as a result. There was no medical attention required by any operator. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found board aps2 had shorted and burnt a capacitor. The fse replaced the board, which resolved the issue. The repairs were verified per established procedures. (B)(4).